Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer's blood glucose level was 180 mg/dl. Additionally it was reported that a cartridge leaked. Reportedly, the customer was able to successfully load a new cartridge to resolve the issues.